Manufacturer narrative:
The hospital discarded the sheath tubing but returned the dilator and the handles that separated from the sheath tubing to navilyst medical. This sample has been forwarded to navilyst's supplier, (B)(4) with a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, after the 4f peelable sheath/dilator assembly was inserted into the patient (for a PICC placement procedure) the wing/tab portion of the peelable sheath, which is used to peel the sheath away, separated from the sheath tubing. The dilator was then removed, the wing/tab component set aside, and the dilator reinserted. Once the PICC was threaded and the sheath was ready to peel, the physician nicked the sheath with a scalpel and peeled it away by hand. No patient injury or complications resulted from the event. The used device has been returned to navilyst medical for evaluation.